Manufacturer narrative:
On 30-apr-2025, the following additional information was obtained: instrument information was initially reported incorrectly and was updated to the following: the customer stated that the log number previously reported was incorrect. The correct lot number is l80240208. The failure analysis evaluation has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was material missing as a result. The missing piece measures approximately 0.0275" x 0.0725".

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pad on the tip of the harmonic ace instrument was broken. A fragment fell inside the patient but was not retrieved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was noted. The issue was identified during the exchange of the instruments. The instrument was in use for about an hour prior to the issue. The surgeon did not notice any issue with the functionality of the instrument during the procedure. The wrist of the harmonic ace instrument was straightened prior to removal. Upon final removal of the instrument, the instrument's wrist was also straightened. The surgical staff did not notice any damage to the cannula after the event occurred. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The instrument is available for return. No photographic images or video recording of the device is available.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the harmonic ace instrument for failure analysis evaluation as of the date of this report.